Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the entire suture came out of the artery during deployment. The suture remained attached to the device. No vessel damage was reported. A second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history for this lot did not produce any findings relevant to this report. Device #1 - proglide (part #12673-03; lot #90036-6h) is being filed under a separate medwatch report.